Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and it was found that the battery compartment was cracked. The battery compartment was replaced. It was also found that the upstream and downstream occlusion seals are delaminated. The seals were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump has a damaged battery compartment. The issue was found during testing and there was no patient involvement.